Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: false downstream occlusion error. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem "false downstream occlusion error" was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream/force sensor out of specifications. The force sensor required to be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.